Event description:
It was reported that the physician was performing a tonsillectomy and adenoidectomy using a evac 70 xtra arthrowand. Intra-operative, it was noted that the electrodes at the distal end of the wand were completely worn down. The wand was removed from the surgical field and the procedure was completed using a suction boive. The procedure reportedly took longer than usual, however, no significant time delay was reported. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available.